Event description:
Literature was reviewed regarding the outcomes of valve-in-valve transcatheter aortic valve replacement (viv tavr) with newer generation self-expanding valves according to the size of the failed surgical valve. The study population consisted of (B)(4) patients who underwent viv tavr with one of the following medtronic self-expanding valve brands: evolut pro, pro+, or fx. During follow-up, an undisclosed number of all-cause deaths occurred. There was no evidence presented to suggest a causal or contributory relationship between medtronic product and the deaths. Other adverse outcomes noted in the article: high mean gradient (= 20 mm hg), prosthesis-patient mismatch, stroke, myocardial infarction, and bioprosthetic valve failure. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: yamashita, y, baudo, m, sicouri, s. Et al. Tct-927 clinical outcomes of valve-in-valve transcatheter aortic valve replacement with newer generation self-expanding valve by the size of failed bioprosthesis: a single-center experience. Jacc. 2024 oct, 84 ( 18_supplement) b391. Https://doi.org/10.1016/j.jacc.2024.09.1114 earliest date of publication used for date of event: october 01, 2024 (month and year valid). Medtronic products referenced in the article: evolut pro (product code npt, PMA# p130021), evolut pro+ (product code npt, PMA# p130021), and evolut fx (product code npt, PMA# p130021). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.